Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the loss of telemetry was noted on the patient¿s device during interrogation. Two programmers were attempted with wand, but loss of telemetry was noted after initial interrogation. The successful interrogation was achieved after fourth attempt with third programmer. The patient was stable.